Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots to a normal screen. It could not be confirmed that the eject button will not eject disks.

Event description:
It was reported that when the programmer is turned on, it will not boot up. The screen goes white. The service diskette was attempted, with no success. Also, the button to eject disks is broken. No information was received indicating patient involvement.